Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this tricuspid annuloplasty ring, the ring was explanted and replaced with an non-medtronic mitral valve. The physician reported the ring did not correct the valve incompetence. The patient status immediately following the implant of the non-medtronic product was not reported.